Manufacturer narrative:
(B)(4). Report source: foreign: (B)(6). This event was originally submitted on medwatch# 0001822565 - 2020 - 04013. The third submission acknowledgement was not received on the previously submitted medwatch. The original medwatch was submitted on dec 04, 2020. Seo, joongbae, et al. 'Assessment of the efficacy of the far cortical locking technique in proximal humeral fractures: a comparison with the conventional bi-cortical locking technique.' Research square, pp. 1-13, doi: https://doi.org/10.21203/rs.2.22352/v3. Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
A journal article was retrieved from bmc musculoskeletal disorders (2020) that reported a retrospective study from south korea that looked at treatment strategies for the management of proximal humeral fractures. The purpose of the study was to compare the efficacy of far cortical locking and bi-cortical locking techniques. The study reviewed 45 patients who had undergone locking fixation for proximal humeral fractures. Twenty seven patients received a philos system with bcl screw fixation (depuy synthes), and eighteen patients received a periarticular proximal humeral locking plate with 3 fcl screws (zimmer biomet). A deltopectoral approach was utilized for both procedures. All patients had the hardware removed upon bone union. The indication for the procedure was 2, 3, 4- part proximal humeral fractures. The study population had an age range of 18 to 84 years. Follow up was conducted at 3, 6, and 12 weeks, also at 6 months and 1 year postoperatively. The study reported 4 patients in the fcl group that experienced significant stiffness 1 year post-surgery.